Manufacturer narrative:
The prevena¿ dressing identifier was not provided and the device was not returned for evaluation based on the information provided, it cannot be determined that the alleged wound dehiscence, surgery and slough are related to the prevena¿ dressing. The dressing identifier was not provided and the device was not returned; therefore, neither a device history record review nor a device evaluation could be performed. Kci has made multiple attempts to gather additional clinical and device information. . Device labeling, available in print and online, states: the prevena¿ incision management system should not be used to treat open or dehisced surgical wounds. The prevena¿ therapy system should be used with caution in the following patients: patients with fragile skin surrounding the incision as they may experience skin or tissue damage upon removal of the prevena¿ dressing patients who are at an increased risk of bleeding from the incision associated with the use of anticoagulants and/or platelet aggregation inhibitors.

Event description:
On (B)(6) 2021, the following information was reported to kci by the nurse: the prevena¿ dressing was removed from the patient's abdominal incision. Post dressing removal the wound was allegedly dehisced, and a sinus was noted in the lower part of the abdomen. On (B)(6) 2021, the following information was reported to kci by the nurse: on (B)(6) 2021, the patient was initiated on v.a.c.® therapy. It was noted the patient utilized a prevena¿ dressing with the v.a.c.ulta¿ therapy unit. Upon removal of the prevena¿ dressing, the wound was noted to have "slough and flat red tissue." Additionally, the nurse noted the patient recently underwent surgery due to the wound dehiscence. Several polyhexamethylene biguanide (phmb) packing dressings were allegedly required for two days after wound dehiscence. The patient's current status was noted as stable. No additional information provided. The prevena¿ dressing was not returned and a lot number was not provided; therefore, neither a device evaluation nor a device history record review could be performed.